Event description:
It is reported that the pt rec'd an acetabular cup and it is unk at this time what symptoms the pt experienced.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. During a retrospective review it was discovered that this f/u info needs to be reported. Measures have been taken at zimmer to avoid late f/u reports in future. Should add'l info become available become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medial device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).